Event description:
The initial reporter alleged discrepant results with the kit cobas 6800/8800 dpx 96t ce-ivd assay on the cobas 6800 instrument. The event involved a reactive parvovirus b19 pool of 96 samples tested on (B)(6) 2023. The pool of 96 samples, labeled as (B)(6), exhibited a titer of 5.18x10^4 iu/ml (extrapolated to 4,972,800 iu/ml). Subsequent testing of a pool of 6 samples, labeled as (B)(6), on (B)(6) 2023, showed a titer of 6.91x10^2 iu/ml (extrapolated to 4,146 iu/ml). The pool of 6 was further resolved into individual samples due to limited material, resulting in 3 non-reactive samples and 3 reactive samples with titers of 808 iu/ml, 3,460 iu/ml, and 1,160 iu/ml, respectively. On (B)(6) 2023, retesting of 15 out of 16 pools of 6 samples from the original pool of 96 yielded the following reactive results: (B)(6) with a titer of 3.94x10^3 iu/ml (extrapolated to 23,640 iu/ml) and (B)(6) with a titer of 1.97x10^2 iu/ml (extrapolated to 1,182 iu/ml). Notably, the samples in pool (B)(6) had previously been tested in other pools during the resolution of the positive 96 pool and were non-reactive in those tests, showing no titer. This discrepancy raised questions about the absence of titer in earlier tests of the same samples.

Manufacturer narrative:
The reported event occurred on a cobas 6800 analyzer (serial number: (B)(6)). The investigation determined that the cobas dpx assay (lot k06448) and the associated cobas 6800 system were performing within specifications. No evidence of a product-related issue was identified. A definitive root cause for the reported discrepant results could not be determined. The investigation concluded that the observed variability in titers may be attributed to inherent differences in pool sizes, as comparisons across different pool sizes are not recommended due to potential variability. The device remains in operation at the customer site.